Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10099. It was reporting during a surgery to reposition and replace the ipg (reference MFR report: 1627487-2015-01137), a lead was unintentionally cut. The physician explanted both leads and implanted new ones. The procedure was extended over 90 minutes. The patient is now receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.